Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that their onetouch verio meter was prompting an unknown error message. The patient did not allege any harm or injury because of the reported issue. The patient was unable to recall the specific error message during troubleshooting just that "they needed to retest." During troubleshooting the cca discovered that the patient was using test strips that had been expired for 1.5 years. The alleged issue was not resolved with troubleshooting. Replacement test strips were sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting an unknown error message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.